Event description:
The patient¿s parent reported there was a severe skin reaction while wearing the pod for between 49 and 71 hours. The parents stated the patient developed an abscess at the injection site on their thigh. The pod site was itchy, red, swollen with pus and resulted in a scar. The patient was taken to the dermatologist, and the doctor performed a biopsy of the skin. The results of the biopsy will provide a diagnosis and appropriate treatment. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Please see section b5 additional information

Event description:
The patient¿s parent reported there was a severe skin reaction while wearing the pod for between 49 and 71 hours. The parents stated the patient developed an abscess at the injection site on their thigh. The pod site was itchy, red, swollen with pus and resulted in a scar. The patient was taken to the dermatologist, and the doctor performed a biopsy of the skin. The results of the biopsy will provide a diagnosis and appropriate treatment. A new pod was applied. Additional information received 05 march 2026, following biopsy of the skin, the diagnosis was chronic, florid, chronic and granulomatous inflammation with edema and fibrosis of the dermis.